Manufacturer narrative:
Literature citation: fukushima, t. Et al (2025) left atrial appendage closure for patients with a history of ischemic stroke despite oral anticoagulant. Journal of the american college of cardiology: clinical electrophysiology. Https://doi.org/10.1016/j.jacep.2025.07.021. B3: bsc aware date used as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device and watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 1,464 patients who underwent a left atrial appendage (laa) closure procedure where a watchman access system (was) was used and both watchman closure devices and watchman flx closure devices were implanted during the time frame of september 2021 through january 2023. It was reported the following serious injuries occurred (unknown which type of watchman closure device was implanted and which model of was was utilized): prolonged hospitalization, differences in medication discontinuation rate post procedure, pericardial effusion (pe), peri-device leak (pdl), transient ischemic attack (tia), cerebral vascular accident (cva) including hemorrhage, device-related thrombus, and access site related complications and bleeding events.